Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(6) that while an astral device was being tested before patient use, it displayed a system fault (sf 180) indicating a battery charger fault occurred. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device data logs and evaluation were unable to confirm the reported system fault (sf180). However, the battery failure to charge was reproduced during in-house testing. Based on the investigation results, it was determined that the battery failure was due to an isolated component failure in the internal battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).